Event description:
Report of pt with broken sign nail. I.m. Nail was placed in 2003, and found to be broken on follow up at the distal femur, as a result of additional trauma (pt fell). The broken nail was removed, and was replaced with a new sign nail.